Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after wearing the insulin pump near an MRI machine. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, the device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump failed the displacement and motor error alarm tests during the rewind and a motor position encoder error alarm was in the alarm history due to an out of phase motor encoder signal. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarm during the rewind and pump failed displacement test. The pump was received with a cracked reservoir tube lip, a scratched keypad overlay, a scratched case and minor scratches on the lcd window.